Event description:
It was reported that the pin fell out of the tip of the instrument. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for eval. The visual macroscopic examination shows that the lower jaw pivot pin is missing. Microscopic examination revealed crack is present at lower side of pivot pin hole. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.